Event description:
It was reported the blade worked for 15 minutes and then it had a weak cutting and coagulating and then stopped. They changed the blade with a new one, but it did not work at all in both modes. They restarted the system, but it didn't work. They waited another 15 minutes and it still didn't work.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with extensive taping and surface imperfections. Both nylon screws in the base of the unit were sheared off. Internal damage consisted of: the right rear dc pcba pcb mounting screw was missing. The lvps had broken loose at the top and bottom mounting areas. Several nylon standoffs were found sheared off inside the unit. Following internal repairs, the unit delivered rf energy correctly into the fixed resistors. The reported event could not be replicated. The extensive internal damage to the unit may have been caused by excessive handling. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.